Event description:
The handpiece was returned to the MFR for service, and during the eval, the device overheated. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for eval. And the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the e-box motor controller, which was replaced along with other components.